Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the available information it is believed, that the advancement difficulties observed were not related to device performance, but rather to patient condition ("(...) Tortuous area of the cia. The diameter of the left cfa to cia was approximately 9-10 mm, and severe tortuous in cia (...)). However, without an investigation of the used device, we are unable to give an exact root cause. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the male patient underwent tevar on (B)(6) 2015. This patient had implanted y-graft for aaa. The procedure was performed after abdominal debranching (ra was connected to sma). The physician attempted to advance the delivery system from left cfa, however it would not advance at tortuous area of the cia. The diameter of the left cfa to cia was approximately 9-10 mm, and severe tortuous in cia. The device was replaced to another device (zteg-2pt-38-152-jp), and it could advance to the desired position and implanted successfully. Patient outcome: unknown.